Manufacturer narrative:
Initial and final (B)(4) - device 1 of 6. E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced six infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for 3 days. No further information available.